Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention. Note: height of the patient was 5.25 ft and weight of the patient was (B)(6) lbs at the time of the event. Manufacture's reference number: (B)(4).

Event description:
It was reported that a (B)(6) years old female patient underwent a breast augmentation primary with mentor memorygel breast implant 295cc and experienced capsular contracture baker grade IV on the right breast implant. In addition, the patient experienced surgical intervention and the hypertrophic scarring on the left side and bilateral asymmetry. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2020 for the right breast implant. The left breast implant was not removed. This medwatch is for the left breast implant.